Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, fatigue, and an allergic reaction to nickel.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received as they remain implanted; therefore, the condition of the components is unknown. This device is used for treatment. It was indicated by the received maude report that patient is experiencing a burning sensation in addition to the previously reported symptoms. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.